Manufacturer narrative:
Upon receiving the package, there were 8 unopened devices received. The device was received in its original package unopened. The device was opened, and an analysis was done. The device passed the product specifications. The device passed continuity and the other functional tests that can be found provided. No issues or failures were found in this unopened, out of the box device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator and multiple handpieces. It was reported that the site was returning unopened 8 handpieces that were of lots that have given them issues with the heat shrink peeling away during use. There was no patient involved.